Event description:
Pt reported ongoing experience of increased pain over the past several months. Pt stated further that it takes about 4-5 days after the pump reservoir has been refilled until she gets any pain relief, and approx 3 weeks prior to refill she has increased pain at the top and lower levels of her spinal column. Despite programmed dose increases, her symptoms are still not being relieved. States that her hcp has been increasing her doses but it still isn't relieving symptoms. The drug used in the pump is dilaudid. Pt is asking MFR for further recommendations regarding situation. MFR encouraged pt to follow up with her physician to discuss further device, and therapy interventions. Add'l info has been requested from the pt's physician regarding the reported events. A follow up report will be sent if new info is received.